Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks for an atrial driven rhythm. Technical services (ts) suggested reconsidering the current programming. The device remains in use. No additional adverse patient effects were reported.